Event description:
It was reported there was vegetation on the lead. The patient was hospitalized and treated with antibiotics. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.